Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unable to be calibrated. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was unable to be calibrated. The rse then provided the customer with the parts ID for a touchscreen to be ordered and replaced. The customer ordered the touchscreen and replaced it once it was received. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.